Event description:
It was repaorted that during a ptca/stent procedure, following deployment of the stent, the proximal end of the balloon would not deflate. The delivery system was removed, dislodging the stent proximally within the vessel. Another co's stent was placed distal to the implanted stent to successfully complete the procedure.